Event description:
It was reported that during a laparoscopic sigmoid colon resection procedure, the ancillary trocar broke off of device when trying to remove it. Another device was used to complete the procedure. The procedure was prolonged 45 minutes. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no ancillary trocar was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.